Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for h12g19068 with no issues noted during the manufacturing process.

Event description:
It was reported that the patient was switched from peritoneal dialysis (pd) therapy to hemodialysis (hd), due to pseudomonas in the pd catheter. On an unreported date, the pd catheter was removed. No further information was given.